Event description:
During use of the subject device for a distal pancreatectomy, the probe was broken after two hours use. The broken tip fell off inside the pt and then probe damage error occurred. The surgeon retrieved the tip. The procedure was completed with another device. There was no pt harm reported without this event.

Manufacturer narrative:
The subject device was returned to olympus med systems corp for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. There was a scratch of the probe where the probe was broken off. The mfg history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the surgeon output the device contacting with something hard, and the probe cracked. After that, the surgeon continued to use the device, the probe tip was broken. This report is being submitted as a med device report in an abundance of caution.